Event description:
It was reported, a patient injury occurred while using the electrosurgical generator and resection electrode. The patient was losing blood after a hysteroscopy, dilation and curettage-n/d and was transferred to a hospital. The patient reportedly required medical intervention, but no other details were provided. The doctor was using a medium loop, with standard settings and the procedure was completed with the same devices. The product did not fail. In addition, the generator worked as intended and will not be returned. The resection electrode was discarded. There was no error message observed. The device was inspected prior to use as per instructions for use. Additional information was requested but no further information has been received at this time.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR and additional information based on the approved final investigation. Corrected field: g2. Updates added to the following fields: h4, h6. The device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No defect in the electrode was reported, so postoperative bleeding is assumed, which is not directly related to the use of the product, but to the application itself. The electrode itself is rated as standard. Based on the results of the investigation, the issue was likely caused by improper use of the affected device, specifically due to a procedural complication during surgery. Olympus will continue to monitor field performance for this device.